Event description:
Sixty-three year old male had hydroflex penile prosthesis inserted in july of 1985. Had excellent results until december of 1993 when he advised that the implant would inflate, but would no longer hold the fluid and would immediately deflate on both sides. Implant was removed and new one inserted on 1/11/94.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.